Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 490 mg/dl. The customer had multiple no delivery alarms during normal use. The customer stated that he had the same issue two weeks ago. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.